Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16815. It was reported that patient presented to the or for entire system extraction due to infection. The physician believes the device system contributed to the infection. The system was successfully extracted. The patient remained stable during and after the procedure. The patient will be re-implanted after the infection subsides.